Event description:
Study coordinator reported to stryker in 2008 that following a sternotomy in 2006 , pt wore a painpump for post-op pain relief where 0.3% ropivacaine was infused at 4.0ml/hour and the pump was in place for 64 hours. In 2007, pt had a repeat median sternotomy and drainage of mediastinal abscess. A PICC line was placed on four days later. Pt was treated with vancomycin and ancef. Pt was also expected to be put on a suppression therapy with an oral antibiotic of minocycline. The surgeon reported to the study coordinator that he could not rule out the pump as a factor in this reported infection.

Manufacturer narrative:
The device was not returned for eval. In addition, no lot number could be provided.